Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. The customer¿s blood glucose level was 104 mg/dl. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.